Manufacturer narrative:
Concomitant medical products: 5076-52 lead, (B)(6) 2012, 5071 lead, (B)(6) 2013. The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the impedance on the superior vena cava (svc) coil of the right ventricular (rv) lead was high which triggered an alert. The svc coil was deactivated. The patient¿s follow-up schedule will be intensified and they will be scheduled for defibrillation testing. No patient complications have been reported as a result of this event.